Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a special treatment by enteroscopy procedure for internal hemorrhoid performed on (B)(6) 2025. During the procedure, it was noticed that the three ligation bands were successfully deployed. However, the fourth band did not release. The handle was turned and a clicking sound was heard, but the rubber band would not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter city) the reported health care facility's city is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): blocks b5 and e1 (initial reporter city) has been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a special treatment by enteroscopy procedure for internal hemorrhoid performed on (B)(6) 2025. During the procedure, it was noticed that the three ligation bands were successfully deployed. However, the fourth band did not release. The handle was turned and a clicking sound was heard, but the rubber band would not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 13, 2025: a special treatment procedure using enteroscopy was performed for circumferential ligation of hemorrhoids. The anatomical location was the anus.

Manufacturer narrative:
Block e1: (initial reporter city) (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the teeth were damaged, and the ligator housing returned without any band. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that teeth were damaged. The marks on the ligator housing teeth implies that the device might have been used with too much force, causing the teeth to become damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, causing the teeth to become damaged and affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a special treatment by enteroscopy procedure for internal hemorrhoid performed on (B)(6) 2025. During the procedure, it was noticed that the three ligation bands were successfully deployed. However, the fourth band did not release. The handle was turned and a clicking sound was heard, but the rubber band would not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 13, 2025: a special treatment procedure using enteroscopy was performed for circumferential ligation of hemorrhoids. The anatomical location was the anus.